Event description:
This report is being filed after the subsequent review of the following journal article by s.k. Lee, j.s. Park, and w.s. Choy:locking compression plate distal ulna hook plate as alternative fixation for fifth metatarsal base fracture, published online 8/22/2012, european journal of orthopaedic surgery & traumatology (2013)23;705-713. Purpose: prospective study was to evaluate the clinical outcomes and suitability of zone 1 or 2 fractures of fifth metatarsal base treated with an locking compression plate (lcp) distal ulna hook plate. Between 01/2010 and 10/2011, 19 consecutive patients with zone 1 or 2 fractures of the fifth metatarsal base were surgically treated with an lcp distal ulna hook plate (synthes, (B)(4)).inclusion criteria:diagnosis of fifth metatarsal base fracture (zone 1 or 2), skeletal maturity, and a minimum follow up of 6 months. Exclusion criteria: pathological fractures or previous surgery on the affected foot or ankle. Patients included in study (n=19), 10 men and 9 women;mean age of 43, ranging 18-69 years old; 11 fractures involving right foot; 8 fractures involving left foot;12 zone 1 fractures; 7 zone 2 fractures;causes of injury: 12 simple fall, 2 bicycle accident, 3 traffic accident, and 2 fall from a height; and fracture details:16 isolated metatarsal fracture, 2 metatarsal and distal radius fractures, 1 and metatarsal and lateral malleolus fracture. Patients with multiple fractures were treated with open reduction and internal fixation with a plate (n=3).no open fractures. All patients were operated on within 5 days of the injury using an lcp distal ulna hook plate. All surgeries were performed by one surgeon. Fluoroscopic guidance used intra-operatively for proper positioning of plate and to confirm screw length. Patients were evaluated clinically and radiographically and the mean follow-up period was 9 months, with a range of 6-18 months. Radiographs: immediately after surgery, at 2, 4, and 6 weeks and monthly thereafter. Radiographic bony union was obtained in all patients at a mean of 7.4 weeks, ranging between 4-16 weeks. This is for 2 of 4 reports for (B)(4) for an unknown lcp plate and associated complications: (n = 1) delayed union: ¿old¿ woman with severe osteoporosis had delayed union. She was treated conservatively and union was achieved 4 weeks later (after the delayed union diagnosis). Delayed union was defined as a fracture that did not heal by 12 weeks with evidence of union, such as callus formation and closing of the fracture gap. (N = 1) mild paresthesia over sural nerve distribution which improved after 3 months without specific treatment. (N = 3) radiographic signs of mild degenerative changes or joint space narrowing. One of the 3 patients was identified as a (B)(6) female. This patient will be identified separately, (B)(4). Only 2 of the 3 patients experienced clinical symptoms of arthrosis. These 2 symptomatic patients (one good result and one fair result) had mild pain with heavy work, but there were no restrictions to their daily activities. This is for 2 of 4 reports for (B)(4) for an unknown lcp plate. A copy of the article will be submitted with the medwatch.

Manufacturer narrative:
Additional narrative:literature citation: schliemann, b. Et al: surgical treatment of vertically unstable lateral clavicle fractures (neer 2b) with locked plate fixation and coracoclavicular (cc) ligament reconstruction published in archives of orthopaedic and trauma surgery (2013) 133:935-939.this report is for an unknown quantity of a pre-shaped 3.5 mm locking compression plate (lcp) superior lateral clavicle plate.(B)(4): the investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.